Event description:
Device issue: difficult to insert-clip applier to exchange sheath, failure to deploy - thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the clip applier was attached to the exchange sheath, the expected "click" was not heard to indicate complete connection. Additionally, during thumb advancer deployment, resistance was felt at the halfway point of deployment and exchange sheath splitting could not be completed. The safety release was activated retracting the locator wings, which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.